Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on additional information received on 19aug2018 it was reported that crossing difficulties were encountered. The totally occluded target lesion was located in the coronary artery. A 2.25 x 24 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported. However, additional information received stated stent damaged occurred during insertion. Device evaluated by MFR: 2.25 x 24mm synergy ous mr stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the two most distal stent strut rows, the most proximal stent strut row and four central stent strut rows, stent struts were found to be lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.